Event description:
Patient (user) reported the catheter was too flexible for him to easily insert and he thinks he touched the catheter too much during insertion resulting in him acquiring an infection. He was prescribed an antibiotic, took the full course and recovered fully. Patient recently reported he changed to a different catheter product.